Event description:
Report of device explanted due to "secondary sepsis" received per the annual device tracking report. No date of explant given. Repeated requests for additional info about this event have been unanswered. A supplemental medwatch report will be filed if additional info becomes available.